Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the lad and one resolute onyx des was implanted in the 1st rpl. A pproximately 20 months post index procedure patient died. Death classification is unknown.